Event description:
Patient reported that thier one touch ultra meter was giving inaccurate erratic results. Patient also reported an issue with the test strip dimension. This issue was not resolved with troubleshooting. Patient had performed a precision test with results of 44 mg/dl, 62 mg/dl, 213 mg/dl, 112 mg/dl and 74 mg/dl all performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.